Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that stated that this right ventricular (rv) lead was explanted three months after initial implant. Additional information was received. Reportedly over the next two months the pacing threshold continued to rise. Chest x-ray performed and it did not reveal any obvious issue. Concerned that the threshold would continue to rise, physician elected to reposition the lead. During revision procedure, physician encountered difficulty retracting the helix. Upon repositioning, helix could not be successfully extended. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.